Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -17.0/1.0/074 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. This product is not marketed in the us. (B)(4). Over 45 yrs of age at date of implant. Claim# (B)(4).